Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the iab was prepped per instruction and when handed to the md to insert, became stuck in the sheath. As a result, the iab and sheath were removed as one unit and another iab was inserted with success.